Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been investigated. Upon investigation, the u13 8-bit cmos flash micro-controller and the q1 current-controlling transistor were shorted on the bedside board, and there was a defective power supply. The cause for the failure was isolated to the defective power supply and the shorted components. The root cause of the defective power supply and shorted components cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.